Manufacturer narrative:
Based on the results of the investigation, a definitive root cause for the detachment was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the scope had a detachment at the bending section. There was no patient involvement.